Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during an arthroscopy, one (1) firstpass mini straight was unable to catch the tissue upon the initial deployment attempt. On the second attempt, the suture passer broke. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11. H3, h6 the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. One half of the suture capture has been fractured from the upper jaw and was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes). Based on this investigation, the need for corrective action is not indicated.